Manufacturer narrative:
B5 - describe event or problem and h6. Health effects and medical device problem codes: updated.

Event description:
Additional information was received stating that the issue of the product was "malfunction of the pump screen, as it seems to pixelate, with some items difficult to read. The reporter stated they noticed this while disinfecting the pump after recovering at home. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be coming off. Functional testing was performed. Pump was tested for flow accuracy and failed. The dso seal and expulsor were replaced. The device then passed all tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for an unknown reason. There was unknown patient involvement. The device evaluation found the downstream occlusion seal to be coming off.